Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure performed in 2009. According to the complainant, during the procedure the retrieval basket broke and a wire detached inside the patient's ureter. An additional retrieval device was not required to remove the wire. A stone of unknown size was entrapped in the retrieval basket when the problem occurred. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were not patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch will be filed.